Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator displayed "motor fault" many times and the event log showed xdcr (transducer) faults and many motor faults. There was no patient involvement associated with this issue.